Event description:
A #16 fr temp probe catheter was inserted and 10" balloon inflated at 0745. No urine returned. Placement checked and verified. No urine flow during surgical procedure. At close of case catheter was removed and new catheter placed and pt had large urine output. Foley removed and had no flow. Could not irrigate catheter.